Event description:
It was reported to philips that the allura system is not fully booting, stalling at 00:00. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with flexvision pc. Upon troubleshooting, fse found the flexvision pc was not booting up and recommended the end users not to shutdown the system. Fse provided the quote for the replacement of flexvision pc. Later in another work order fse replaced the flexvision pc and os disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.